Manufacturer narrative:
Exact procedure and date of death were unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a patient death occurred following an atrial fibrillation pulse field ablation procedure involving a farawave catheter. Prior to discharge, the patient expired. No device issues or malfunctions were reported. The relationship of the death to the procedure was unknown. No further details provided. The device is not expected to be returned for analysis.

Event description:
It was reported a patient death occurred following a atrial fibrillation pulse field ablation procedure involving a farawave catheter. Prior to discharge, the patient expired. No device issues or malfunctions were reported. The relationship of the death to the procedure was unknown. No further details provided. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction(s): outcomes attrib to adv event: added: death. Device code: updated from a26: insufficient information to a24: adverse event without identified device or use problem. Exact procedure and date of death were unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.